Manufacturer narrative:
The device was used in accordance with its intended purpose, and the precautions for use provide clear guidance on proper operation. Based on the preliminary investigation, the device was found to function as designed, with no identified malfunction. The incident appears to be associated with user misinterpretation of the handle mechanism's positioning, rather than a failure of the device itself.

Event description:
It was reported that during a procedure to treat an acute large vessel occlusion, using the tigertriever 17 device, an incident had occurred while attempting to retrieve the stent. The handle mechanism's 19-click position was misinterpreted as 0-click, leading to an unintended device operation. As a result, subarachnoid hemorrhage (sah) occurred.the patient's condition improved, with no reported deterioration. The hematoma was fully absorbed without requiring additional vascular intervention or craniotomy for hematoma removal. The patient remained hospitalized for monitoring and follow-up care.